Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose in the 400's and the pump makes a different noise than usual. Customer's current blood glucose level is 252 mg/dl. Customer treated with a bolus. Troubleshooting was declined by customer and indicated that the infusion set was recently changed. The high pressure test passed and the drive support cap was normal. No further details given.